Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot#: l55913, implanted: (B)(6) 1998, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient receiving unknown un known drug with an unknown dose and concentration via an implanted pump. The indication for use was noted as degenerative disc disease and spinal pain. It was reported the patient went in for a catheter revision and had their pump changed per physician request. It was noted there was not an issue with the pump. The issue has been resolved. Additional information later reported indicated the manufacturer representative (rep) became aware of the event on the morning of the surgery which occurred on (B)(6) 2017. It was unknown when the patient started experiencing the catheter issue, what symptoms the patient experienced, what the cause of the catheter revision was, and what the patient's weight was at time of event. The rep noted that the catheter was replaced. It was unknown and unclear as of now if the catheter was revised or replaced. The event date was currently unknown since it was not noted when the issue that led to the catheter revision or replacement occurred. No further complications were reported/anticipated.